Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated upon analysis completion.

Event description:
It was reported that during the implant procedure when the electrode was connected to the subcutaneous implantable cardioverter defibrillator (s-ICD), high p-wave amplitude and low r-wave amplitude were observed. Oversensing of the p-wave was present in two sensing vectors, but in the third sensing vector the p-wave was visible but not marked. The procedure was completed. During optimization when the patient was in a sitting position the programmed sensing vector also showed p-wave oversensing and double counting. There was also undersensing of the r-waves and the smartpass feature was off due to the lower amplitude. Device and electrode position were verified to be appropriate via fluoroscopy, thus the patient underwent a secondary procedure where the s-ICD and electrode were explanted. A transvenous implantable cardioverter defibrillator was successfully implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated upon analysis completion. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure when the electrode was connected to the subcutaneous implantable cardioverter defibrillator (s-ICD), high p-wave amplitude and low r-wave amplitude were observed. Oversensing of the p-wave was present in two sensing vectors, but in the third sensing vector the p-wave was visible but not marked. The procedure was completed. During optimization when the patient was in a sitting position the programmed sensing vector also showed p-wave oversensing and double counting. There was also undersensing of the r-waves and the smartpass feature was off due to the lower amplitude. Device and electrode position were verified to be appropriate via fluoroscopy, thus the patient underwent a secondary procedure where the s-ICD and electrode were explanted. A transvenous implantable cardioverter defibrillator was successfully implanted and no additional adverse patient effects were reported.